Event description:
As reported via the (B)(4) study, a patient experienced acute coronary syndrome and restenosis. At the time of the index procedure, due to acute coronary syndrome with EKG changes and st segment elevation myocardial infarction (stemi), the patient underwent the index procedure with deployment of one 3.0 x 33mm cypher stent at 12atm for 19 seconds to the proximal left anterior descending coronary artery. The stent was post-dilated at 16atm. Post procedural residual stenosis was 0% with timi iii flow in the treated lesion. The patient was discharged approximately three days after the index procedure. Approximately nine months after the index procedure, the patient was diagnosed with the event of chest pain and was admitted to the hospital on the same day. The pain was initially on the right side and then also on the left. The pain was relieved by nitroglycerine. It is reported that the patient also had some tenderness over the rib cage on palpation. The pain was described as bruise exacerbated by deep inspiration and cough. The patient also complained of some tenderness in the right arm. The patient had a history of smoking 10 cigars per day. Chest x-ray showed no acute infiltrates. EKG revealed tachycardia. Cardiac enzymes were negative x 3. The patient had a troponin of < 0.01. The patient was ruled out for myocardial infarction; 2 -d echocardiography revealed an ejection fraction of 45% - 50% with moderate antereoseptal wall hypokinesis. The patient underwent stress test and nuclear study showed antereoseptal myocardial infarction without ischemia. The patient declined to undergo cardiac catheterization, opted for medical treatment and was discharged home. According to the investigator, the chest pain was unlikely related to study device. Additional information was received on (B)(4) 2012.

Manufacturer narrative:
Approximately 13 months after the index procedure, the subject was admitted with unstable angina and acute coronary syndrome. The patient was reported to have undergone catheterization with balloon angioplasty and deployment of a drug-eluting stent to the left anterior descending artery. Post procedure timi flow was 3. The cath report stated "lad, proximally had ruptured plaque 90% stenotic from the origin onward to the very distal and proximal end of the previous stented segment. Previous stent appears widely patent. The distal vessel has diffuse plaque disease throughout and has about 50% stenosis mid distal. Stents were well opposed, however, the area of the new stent and segment was only 5mm. It was reported that the stent deployed during the index procedure was widely patent. The patient's left ventricular angiography was reported to reveal that lvef was 30 to 35% and the left ventricle was mildly enlarged. Echocardiogram revealed an ejection fraction was 50 to 55%. The patient's ECG revealed normal sinus rhythm with q waves in the precordial leads and repolarization abnormality. The event was reported as resolved approximately three days later. According to the investigator, the event was not related to the study device, drug or procedure. Complaint conclusion: as reported via the (B)(4) study, a patient experienced multiple episodes of chest pain, acs (acute coronary syndrome) and coronary artery restenosis post index procedure. This is a (B)(6) male with medical history including diabetes mellitus treated with oral medications, hypertension and smoking. At the time of the index procedure, due to acute coronary syndrome with EKG changes and st segment elevation myocardial infarction (stemi), the patient underwent the index procedure with deployment of one 3.0 x 33mm cypher stent at 12atm for 19 seconds to the proximal lad coronary artery. The stent was post-dilated at 16atm. Post procedural residual stenosis was 0% with timi 3 flow in the treated lesion. The patient was discharged approximately three days after the index procedure. Approximately nine months after the index procedure, the patient was diagnosed with the event of chest pain and was admitted to the hospital on the same day. The pain was initially on the right side and then also on the left. The pain was relieved by nitroglycerine. It is reported that the patient also had some tenderness over the rib cage on palpation. The pain was described as bruise exacerbated by deep inspiration and cough. The patient also complained of some tenderness in the right arm. The patient had a history of smoking 10 cigars per day. The patient had a blood glucose of 369 for which he received 10 units of insulin in the emergency room. Chest x - ray showed no acute infiltrates. EKG revealed tachycardia. Cardiac enzymes were negative x 3. The patient had a troponin of < 0.01. The patient was ruled out for myocardial infarction. 2 -d echocardiography revealed an ejection fraction of 45% - 50% with moderate antereoseptal wall hypokinesis. The patient underwent stress test and nuclear study showed antereoseptal myocardial infarction without ischemia. The patient declined to undergo cardiac catheterization, opted for medical treatment and was discharged home. The event is reported as ending and the patient was discharged approximately three days after admission. According to the investigator, the chest pain was unlikely related to study device. Approximately 13 months after the index procedure, the subject was admitted with unstable angina and acute coronary syndrome. The patient was reported to have undergone catheterization with balloon angioplasty and deployment of a drug-eluting stent to the left anterior descending artery. Post procedure timi flow was 3. The cath report stated "lad, proximally had ruptured plaque 90% stenotic from the origin onward to the very distal and proximal end of the previous stented segment. Previous stent appears widely patent. The distal vessel has diffuse plaque disease throughout and has about 50% stenosis mid distal. Stents were well opposed, however, the area of the new stent and segment was only 5mm. It was reported that the stent deployed during the index procedure was widely patent. The patient's left ventricular angiography was reported to reveal that lvef was 30 to 35% and the left ventricle was mildly enlarged. Echocardiogram revealed an ejection fraction was 50 to 55%. The patient's ECG revealed normal sinus rhythm with q waves in the precordial leads and repolarization abnormality. The event was reported as resolved approximately three days later. According to the investigator, the event was not related to the study device, drug or procedure. The index stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15281943 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Chest pain is known potential adverse event associated with coronary stent implantation procedures and is listed in the cypher IFU as such. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. The natural progression of coronary disease as well as target lesion issues may contribute to the experience of chest pain / angina. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. There are patient and lesion characteristics that may have contributed to the reported event, specifically the risk factors for atherosclerotic disease; i.e. Diabetes, hypertension and smoking. This is an initial/final MDR report.